Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure, the tip of the pt2 moderate support guidewire came off inside of the pt. The lesion being treated was in the distal left anterior descending (lad) coronary artery. The tip was left in the pt. No additional surgery was performed. No pt injuries or complications were reported. Pt status is reported as 'fine, no serious injury'.